Event description:
The rptr stated that she did back to back blood glucose testing, within 10 minutes, using different finger sticks; the results were 334, 280 and 235 mg/dl. She reported that she did not have any smptoms. She said that she had never cleaned the meter. A control test of 115 was in range (not given.)